Event description:
The affiliate reported the customer alleged one patient¿s sample ID was misread as another sample ID and produced a no match message involving the coulter lh 750 hematology analyzer. The second sample ID, from the same patient, had been previously analyzed. The laboratory information system (lis) system requires manual verification of any sample ID retest. During manual verification, the laboratory supervisor discovered the error. The customer reanalyzed the patient¿s sample, on the same instrument, and obtained correct results. No erroneous results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) verified instrument operations. The fse ordered parts to install advanced bar-code upgrade, a procedure for updating the lh 750 analytical station with the advanced bar-code reader assembly.